Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2014 and the retention product performed as expected. The customer sent blood samples to the immucor laboratory for testing and these blood samples resulted as the expected outcome of c antigen negative.

Event description:
On (B)(6) 2014, a customer reported an unexpected positive result when using gamma-clone anti-c (monoclonal) with tube testing methodology.